Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with a test catheter without any issue. The sheath was not returned for investigation. A known clinical issue was encountered during the procedure (hypotension, cardiac tamponade).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a sudden drop in arterial blood pressure due to a cardiac tamponade. The case was aborted and the patient was under general anesthesia. Blood was removed from the patient to treat the tamponade. It was further reported that the patient's hospitalization was extended, and that the patient experienced neurological issues related to memory. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.